Event description:
Per the clinic, the patient experienced an infection, swelling, pain and irritation on the incision line behind the ear (specific date not reported). Subsequently, the patient was treated with topical steroid (specific date and duration not reported).